Manufacturer narrative:
This lead remains surgically capped and implanted. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during the device replacement procedure the right ventricular (rv) lead was damaged causing the impedance issues. The lead was surgically capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
It remains unknown if this lead was used during this case. Additional information was requested to obtain further details.

Event description:
Boston scientific received information that during implant, this lead had high out of range shock impedance values greater than 200 ohms in all three vectors. It was noted that there were high values with the old device as well. Discussed potential for procedure noise, and to perform x-ray specifically near the suture sleeve. It was reported that there were no additional adverse patient effects.